Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The analysis of the run data file did not find a conclusive cause for the higher than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trimaaccel system operated as intended. Based on the available information, it cannot be ruled out that the reported results could be donor related.

Manufacturer narrative:
Full reporter's email address: (B)(6): the customer stated they have completed their own internal investigation, and the issue was determined to be donor related and they are now flagging all products from this donor for product white blood cell residual testing. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported an elevated white blood cell (wbc) count in the collected platelet product. There was no donor or transfusion recipient at the time of the residual wbc testing, therefore, no patient information is reasonably known. The disposable kit is not available for return, because it was discarded by the customer.